Manufacturer narrative:
Stryker further evaluated the customer's device and determined that the cause of the reported issue was due to corrosion on the flex charge pak and switch. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will not power on. There was no report of patient use associated with the reported event.